Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a physician concerning an approximately 40-year-old female patient. The medical history of the patient included allergy to banana. The patient had previously received two treatments with sculptra on face and did not experience any adverse events. On (B)(6) 2024, the patient received third treatment with 1ml of sculptra (lot 3j3391) to face (unknown injection technique and needle type) for aesthetic indication. Concomitant medication included 2% lidocaine [lidocaine] injection, lidocaine hydrochloride with epinephrine [epinephrine, lidocaine hydrochloride] and sterile water for injection [water for injection]. Latex gloves were used. Fifteen minutes later, on (B)(6) 2024, the patient experienced eyes swollen (eye swelling). On (B)(6) 2024, the patient was hospitalized. During hospitalization, she experienced rash (rash) on her body and also felt hard breathing (dyspnoea). The physician diagnosed the patient with moderate urticaria (urticaria) and thereafter, the patient was treated with unspecified corticosteroids on (B)(6) 2024. The patient was admitted for one night and was discharged a day after ((B)(6) 2024). After hospitalization, the patient went to see an allergist, who tested her blood to confirm if she was allergic to latex gloves and local anesthetic. The test results of local anesthetic and latex gloves were negative. The reporting physician assessed the events to be unlikely related to the treatment. Outcome at the time of the report: eyes swollen was recovered/resolved. Rash was recovered/resolved. Hard breathing was recovered/resolved. Urticaria was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 01-mar-2024 from the same reporter: suspect device lot number, concomitant medications and test results of local anesthetic were provided. Batch record review results were received on 22-mar-2024. V.2 fu received on 28-mar-2024 from the same reporter: test results of latex gloves was provided.

Manufacturer narrative:
Company comment: the serious events of dyspnoea and urticaria and the non-serious events of eye swelling and rash were considered expected and possibly related to the treatment. Seriousness criteria includes the need for hospitalization and medical intervention to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To this date, this is the only medical complaint reported for this lot number. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-jan-2024 by a physician concerning an approximately 40-year-old female patient. The medical history of the patient included allergy to banana. The patient had previously received two treatments with sculptra and did not experience any adverse events. On (B)(6) 2024, the patient received third treatment with 1ml of sculptra (lot 3j3391) to face (unknown injection technique and needle type) for aesthetic indication. Concomitant medication included 2% lidocaine [lidocaine] injection, lidocaine hydrochloride with epinephrine [epinephrine, lidocaine hydrochloride] and sterile water for injection [water for injection]. Latex gloves were used. Fifteen minutes later, on (B)(6) 2024, the patient eyes swollen (eye swelling). On (B)(6) 2024, the patient was hospitalized. During hospitalization, she experienced rash (rash) on her body and also felt hard breathing (dyspnoea). The physician diagnosed the patient with moderate urticaria (urticaria) and thereafter, the patient was treated with unspecified corticosteroids on (B)(6) 2024. The patient was admitted for one night and was discharged on (B)(6) 2024. After hospitalization, the patient went to see an allergist who took blood for testing to confirm whether the patient was allergic to sculptra or any other ingredients in sculptra. The allergist also tested her blood to confirm if she was allergic to latex gloves and local anesthetic. The test result of local anesthetic was negative. The test result of latex gloves was still ongoing. The reporting physician assessed the events to be unlikely related to the treatment. Outcome at the time of the report: eyes swollen was recovered/resolved. Rash was recovered/resolved. Hard breathing was recovered/resolved. Urticaria was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 01-mar-2024 from the same reporter: suspect device lot number, concomitant medications and blood test results were provided. Batch record review results were received on 22-mar-2024.

Manufacturer narrative:
Company comment: the serious events of dyspnoea and urticaria and the non-serious events of eye swelling and rash were considered expected and possibly related to the treatment. Seriousness criteria includes the need for hospitalization and medical intervention to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product. Alternative etiology includes allergy to latex gloves used concomitantly. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To this date, this is the only medical complaint reported for this lot number. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4), is a spontaneous report sent on 23-jan-2024. By a physician concerning an approximately 40-year-old female patient. The medical history of the patient included allergy to banana. The patient had previously received two treatments with sculptra, and did not experience any adverse events. On (B)(6) 2024, the patient received, third treatment with 1ml of sculptra to face (unknown lot number, injection technique and needle type), for aesthetic indication. Concomitant medication included unspecified local anesthetic and use of latex gloves. Fifteen minutes later, on (B)(6) 2024, the patient eyes swollen (eye swelling). On (B)(6) 2024, the patient was hospitalized. During hospitalization, she experienced rash (rash) on her body, and also felt hard breathing (dyspnoea). The physician diagnosed the patient with moderate urticaria (urticaria). And thereafter, the patient was treated with unspecified corticosteroids on (B)(6) 2024. The patient was admitted for one night and was discharged on (B)(6) 2024. After hospitalization, the patient went to see an allergist. Who took blood for testing to confirm, whether the patient was allergic to sculptra or any other ingredients in sculptra. The allergist, also tested her blood to confirm, if she was allergic to latex gloves and local anesthetic. The reporting physician assessed, the events to be unlikely related to the treatment. Outcome at the time of the report: eyes swollen was recovered/resolved, rash was recovered/resolved, hard breathing was recovered/resolved, urticaria was recovered/resolved.

Manufacturer narrative:
Company comment: the serious events of dyspnoea and urticaria and the non-serious events of eye swelling and rash were considered expected and possibly related to the treatment. Seriousness criteria includes the need for hospitalization and medical intervention to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product. Alternative etiologies include allergy to local anesthetic or latex gloves used concomitantly. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed. And provide sufficient information to assess the potential root cause. And indicate, a possible involvement of the product. Lot number was not reported. And the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate, a non-conforming product or malfunction. The performed investigations are therefore, considered adequate. And no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary, based on the outcome of the performed investigations.